Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv oversensing was observed. Device remains implanted.

Event description:
New information notes that the oversensing was noted via stores egm. Programming changes were made. Device remains implanted and the patient condition is stable.